Event description:
(B)(4) study. Same case as: 2134265-2012-04411. Same patient as: 2134265-2012-04181, 2134265-2012-04169, 2134265-2012-03997, 2134265-2012-03998. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. In (B)(6) 2008, the patient underwent placement of two unknown taxus stents in the diagonal vein graft. At that time, the patient presented with worsening shortness of breath, chest pain and abnormal stress test showing anterolateral ischemia. In (B)(6) 2010, coronary angiography performed revealed 70% in-stent restenosis of the unknown taxus stent which was previously deployed in the proximal segment of the saphenous vein graft (svg) to 1st diagonal and 60% in-stent resenosis of the unknown taxus stent which was previously deployed in the distal segment of the saphenous vein graft (svg). Lesion 1 was an in-stent restenotic lesion (unknown taxus stent deployed in 2008) located in the proximal segment of the saphenous vein graft (svg) to 1st diagonal. The lesion was 70% stenosed, 4.0mm in diameter and 12mm long. The lesion was treated with predilation and placement of a 4.0x16mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was a de novo lesion located in the mid segment svg to 1st diagonal. The lesion was 80% stenosed, 4.0mm in diameter and 24mm long. The lesion was treated with direct stent placement using a 4.0x28mm taxus liberte stent. Residual stenosis was 0%. Lesion 3 was an in-stent restenotic lesion (taxus stent deployed in 2008) as per source, de novo lesion as per edc, located in the distal segment of svg to 1st diagonal. The lesion was 60% stenosed, 4.0mm in diameter and 10mm long. The lesion was treated with direct stent placement using a 4.0x16mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. If implanted, give date: (B)(6) 2008. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).